Event description:
A surgeon reports that during intraocular lens implant surgery, the superior haptic unfolded perpendicular to the cornea. He was not able to reposition the haptic and had to cut it. The lens is in the capsular bag, mobile and decentered. Add'l info, including patient status, has been requested.

Manufacturer narrative:
The product has not been received for evaluation; the device remains implanted. There have been no other complaints reported in the lot number. Add'l info has been requested.